Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. The erbe unit was placed on an in-house system and was run in normal mode where the reported errors were replicated. Errors c-34/c-00 were observed in the logs. Visual inspection found chips on the side of the cover, a few scratches on the cover, and a small chip on the bottom bezel.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was experiencing c-34 errors whenever they fired monopolar energy with the integrated electrosurgical unit (erbe). Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the erbe, changed the instrument, cable, grounding pad, and tried the second bipolar port with no change. The technical support engineer (tse) informed the customer that the issue was likely hardware related and recommended to swap the vision side carts (vscs). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering on the system. The erbe was powered on and the system did not have errors. The customer was performing a colon surgery at the time the event occurred. The bipolar energy worked but monopolar energy did not. The operation was not prolonged by 31 minutes or more as a result of this issue. It was probably around 20 minutes that the surgeon could not use monopolar energy. However, the surgeon continued to work with bipolar energy and the vessel sealer instrument. The procedure was completed robotically with the erbe from the second vision side cart (vsc) and with no apparent harm to patient.